Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 7.8mmol/l. The customer stated that she already changed the battery several times. Customer was advised to try changing the battery again and still not working. The customer was advised that pump would be replace and revert to backup plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for seven days and no blank display anomalies or unexpected battery alarms were noted. The power connectors plug in and locked in place properly. The insulin pump was received with minor scratched lcd window, case and keypad overlay.